Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the ball end of the probe was found to be missing during use. It is unclear as to whether the end was missing prior to the surgery. The device was removed from the surgical field. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic examination confirms probe bent, with probe tip breakage approx. ~11mm from the probe tip end. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination reveals a fairly tortuous fracture surface, consistent with bend stress overload. The above observations are consistent with bend stress overload.